Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead was received with a damaged tip. The visual inspection showed that there was a perforation and tear in the tip seal.

Event description:
It was reported that during implant procedure, the wire could not go through the lead tip. The lead was not implanted. No patient complications have been reported as a result of this event.